Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high impedance. No other electrical anomalies were noted. The physician elected to cap and replace the lead on (B)(6) 2017 during routine device change out procedure. The patient was stable following the procedure.